Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a non-st-segment elevation myocardial infarction patient was found to have severe left main disease coded when engaging vessel, decision made to place impella cp. The impella was placed per protocol without issues. During support it was noted bleeding from groin site requiring multiple dressing changes, no blood products were needed. However, interventional cardiology called to bedside, waiting on plan. In addition to plasma free hgb was also elevated with pink tinged urine. P level reduced to 6 and nurse noted clearing of urine. Ultimately the patient continued to decline, coded and expired on support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: bleeding from groin site not improved and groin site required multiple dressing changes. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Hematuria: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.